Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin did not always alert when reservoir was low until they are completely out of insulin. The customer¿s blood glucose level was unknown. The customer also reported that there was crack on the reservoir compartment and on the edge of screen and on the down side of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device failed to vibrate during self-test due to vibrator motor connector broken red wire. Device low reservoir alarm properly no anomaly noted. Device had cracked lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.